Event description:
Posterior uterine rupture [uterine rupture]. Case narrative: this spontaneous report originating from united states was received from other health professional (risk manager) referring to a 35-year-old female patient via food and drug administration (FDA). The patient had cesarean section delivery. The patient's concurrent condition included hypotension. The patient¿s concomitant medications and past drug reactions/allergies were not reported. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2022, the patient was placed with vacuum-induced hemorrhage control system (jada system) 1.0 via intravaginal route (defaulted) (lot #, serial # and expiration date were not reported) for post-partum hemorrhage. On (B)(6) 2022, the vacuum-induced hemorrhage control system (jada system) placed, and the patient stabilized. Patient transferred to surgical intensive unit (sicu) subsequently with need for return to surgery. The patient with a supracervical hysterectomy after finding posterior uterine rupture (uterine rupture). It was unsure if vacuum-induced hemorrhage control system (jada system) involved in complication. Event caused prolonged hospitalization. The outcome of event uterine rupture was unknown. The reporter's causality assessment was not reported. Upon internal review, the event uterine rupture was determined to be medically significant and required intervention (devices). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.